Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that her husband had and the pump had experienced high blood glucose. The customer¿s blood glucose level was 423 mg/dl 382 mg/dl and 261 mg/dl. It was reported that they had no delivery and performed prime a 5 units fixed prime/fill cannula and the insulin exited. The customer was advised that the site may have been occluded and to change the entire infusion set system. The customer was advised to reset fixed prime to the appropriate cannula prime for their infusion. The insulin pump will not be returned for analysis.